Manufacturer narrative:
The main component of the system and other applicable components are : product ID: 3387s-40, lot#: va1ttsq, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 03-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp)via manufacture representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the lead looked compromised at the last contact where the set screw goes from the boot that was put on when the lead was implanted on (B)(6) 2018. First impedance check was 2090 on the ins and it caused some concern. The lead was taken out and wiped, but impedances result was similar-2100. The doctor felt the set screw from the boot compromised the 0 contact. The issue was not resolved at the time of the report. It was unknown whether this would affect therapy as the patient had not been programmed. No patient symptoms were reported. No environmental/patient factors that may have led to or contributed to the issue were reported. No further patient complications were reported/ anticipated as a result of this event.